Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported that the reagent solution from the binaxnow covid-19 antigen self test splashed in her eye while performing the test on (B)(6) 2021. The consumer contacted technical services (ts) out of concern and further guidance. Ts advised the consumer to rinse the eye with water. The consumer rinsed her eye as advised. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. A product deficiency was not reported or found. Technical service was unable to provide the safety data sheet as the consumer did not provide contact information. A supplemental report will be provided if any additional is obtained. According to the package insert in195150c v3.0: precautions the reagent solution contains a harmful chemical. If the solution contacts the skin or eye, flush with copious amounts of water. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.